Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and menorrhagia ("menorrhagia, abnormal bleeding(menorrhagia)") in a 26-year-old female patient who had essure (batch no. 20227512, 689940) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy. Concurrent conditions included agitation. Concomitant products included ibuprofen, oxycodone hydrochloride;paracetamol (percocet), sertraline and sertraline hydrochloride (zoloft). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"), 15 days after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial vulvovaginitis ("bacterial vaginitis"), cyst ("cysts") and back pain ("lower back area pain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved, the vaginal infection, depression, anxiety and back pain outcome was unknown and the bacterial vulvovaginitis and cyst was resolving. The reporter considered anxiety, back pain, bacterial vulvovaginitis, cyst, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Ultrasound scan vagina - on an unknown date: results: normal retroflexed uterus. Lot number: 20227512; manufacture date: 2009-12; expiration date: 2012-12. Lot number: 689940; manufacture date: 2009-11; expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: pfs received- outcome of pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea updated to recovered / resolved. New reporter, concomitant drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and menorrhagia ("menorrhagia, abnormal bleeding") in an adult female patient who had essure (batch no. 20227512, 689940) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. Concurrent conditions included agitation. Concomitant products included sertraline (zoloft). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), vaginal infection ("vaginal infection"), bacterial vulvovaginitis ("bacterial vaginitis") and cyst ("cysts"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, bacterial vulvovaginitis and cyst was resolving and the vaginal infection outcome was unknown. The reporter considered bacterial vulvovaginitis, cyst, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: essure device was successfully occluded. Ultrasound scan vagina: on an unknown date: normal retroflexed uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), menorrhagia, abnormal bleeding, dysmenorrhea, bacterial vaginitis, cysts" outcome updated to "recovering / resolving" incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and menorrhagia ("menorrhagia, abnormal bleeding(menorrhagia)") in a 27-year-old female patient who had essure (batch no. 20227512, 689940) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. Concurrent conditions included agitation. Concomitant products included sertraline (zoloft). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, 11 months 16 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial vulvovaginitis ("bacterial vaginitis"), cyst ("cysts"), depression ("depression"), anxiety ("mental anguish") and back pain ("lower back area pain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, bacterial vulvovaginitis and cyst was resolving and the vaginal infection, depression, anxiety and back pain outcome was unknown. The reporter considered anxiety, back pain, bacterial vulvovaginitis, cyst, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Ultrasound scan vagina - on an unknown date: normal retroflexed uterus. Lot number: 20227512, manufacture date: 2009-12, expiration date: 2012-12. Lot number: 689940, manufacture date: 2009-11, expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2018: plaintiff fact sheet: events depression, lower back area pain and mental anguish were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and menorrhagia ("menorrhagia, abnormal bleeding") in an adult female patient who had essure (batch no. 20227512, 689940) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. Concurrent conditions included agitation. Concomitant products included sertraline (zoloft). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain and menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial vulvovaginitis ("bacterial vaginitis") and cyst ("cysts"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea was resolving and the menorrhagia, vaginal infection, vaginal haemorrhage and cyst outcome was unknown. The reporter considered bacterial vulvovaginitis, cyst, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in april 2011: essure device was successfully occluded ultrasound scan vagina - on an unknown date: normal retroflexed uterus. Most recent follow-up information incorporated above includes: on 19-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to 17-feb-2011 and removal date (06-mar-2015) added. Lot number (20227512, 689940) added. Concomitant medication added. Events abnormal bleeding (vaginal), bacterial vaginitis and cysts added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and menorrhagia ("menorrhagia, abnormal bleeding") in an adult female patient who had essure (batch no. 20227512, 689940) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. Concurrent conditions included agitation. Concomitant products included sertraline (zoloft). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), vaginal infection ("vaginal infection"), bacterial vulvovaginitis ("bacterial vaginitis") and cyst ("cysts"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, bacterial vulvovaginitis and cyst was resolving and the vaginal infection outcome was unknown. The reporter considered bacterial vulvovaginitis, cyst, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded ultrasound scan vagina - on an unknown date: normal retroflexed uterus lot number: 20227512: manufacture date: 2009-12, expiration date: 2012-12. Lot number: 689940: manufacture date: 2009-11, expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc (product technical complain ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') and menorrhagia ('menorrhagia, abnormal bleeding(menorrhagia)') in a (B)(6) female patient who had essure (batch no. 20227512, 689940) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy. Concurrent conditions included agitation. Concomitant products included ibuprofen, oxycodone hydrochloride;paracetamol (percocet), sertraline and sertraline hydrochloride (zoloft). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"), 15 days after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial vulvovaginitis ("bacterial vaginitis"), cyst ("cysts") and back pain ("lower back area pain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, vaginal infection, vaginal haemorrhage and bacterial vulvovaginitis had resolved, the cyst was resolving and the depression, anxiety and back pain outcome was unknown. The reporter considered anxiety, back pain, bacterial vulvovaginitis, cyst, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for:abnormal bleeding, pain , vaginal infections, bacterial vaginitis discrepancy noted:date of removal: (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Ultrasound scan vagina - on an unknown date: results: normal retroflexed uterus. Lot number: 20227512 manufacture date: 2009-12 expiration date: 2012-12 lot number: 689940 manufacture date: 2009-11 expiration date: 2012-11 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received.event outcome were updated to recovered: vaginal infection, bacterial vaginitis. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and vaginal infection ("vaginal infection"). The patient was treated with surgery (underwent full hysterectomy ). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and vaginal infection outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.